Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the physician was able to cold cut a pedunculated polyp. After that, the device was unable to deliver heat when soft coagulation was attempted to cauterize the polyp site. As a result, clips were placed to stop the bleeding at polyp site. Procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device failure to deliver energy. Device evaluation: the device did not return for analysis; therefore, a technical analysis could not be performed. A review was completed of the device history records (DHR) for the device. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was induced due to the physicians technique during the procedure or was related to a device malfunction. A labeling review was performed using windchill. The IFU contains detailed device information and instructions for the device use. Additionally, it was confirmed that the following adverse event are anticipated in the IFU: hemorrhage, minor (hemorrhage). Also, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. For this reason, the event of minor hemorrhage was classified as known inherent risk of device. Additionally, based on the most relevant information for the complaint including product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process, the definitive cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on all gathered information, the probable cause selected is cause not established.